Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial# (B)(6): product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was the patient (pt) had a meeting with a medtronic representative (rep) who was showing them how to use the handset and communicator after charging and programming the ins. Caller said they were not able to connect with the communicator, but the rep had been able to connect. Caller tried to connect again once they were home, but got 'unable to connect' message. Caller confirmed communicator was powered on, and the ins had been charged. Agent had caller unplug communicator from charging cord and re-open therapy application after instructing the patient to be within only a few feet of the equipment, and caller confirmed they were able to successfully connect right away. Caller was able to see that the implanted neurostimulator was at 80% and the communicator was at 60%. Agent reviewed general use of equipment and explained all appeared to be functioning as intended. The patient mentioned with stim on they felt the tingling come and go in a wave and wondered if that was normal, and inquired how often they'd need to charge the ins; agent advised the mon itor the charge levels for the next ~24 hours and contact their rep if they have further questions regarding therapy and ins battery usage. On (B)(6) 2025 the patient representative called back reporting the pt was at the point where they were able to differentiate between their pain that the implant would alleviate and the surgery pain. The caller stated the trial helped the pt, but the stimulator was not doing anything for the residual back pain and leg issues. The caller texted the rep who told them to switch from group a to group b, but the caller could not switch groups. When they pressed or tapped on group a, it did not provide them the select group option. The caller stated the pt was supposed to have 4 programs in group a, but only saw 3 programs in group a. They were redirected to see the doctor.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6: codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jul-08 additional information was received from the rep reporting they did not provide 4 programs on group a, they only provided 2-3 programs. The rep also confirmed that the pt had not been given a group b. On 2025-jul-09 the rep reported the pt was reprogrammed at the end of june and all issues were resolved.